Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A facility reported to us that our consignment ifx818 had been sterilized with bio burden, and they are now unable to fully clean the cannulated instrument.